Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The device was received, and photographs and a video were provided for evaluation. Visual inspection of the photos and video showed that the set access pre-pump pod was not recognized by the machine. Visual inspection of the actual sample confirmed that there was an issue with the pod. The set was loaded and primed on a prismaflex control unit, and no anomaly was detected during the loading, priming, and self-tests. Further inspection showed that the access pre-pump pod was leaking. This component is manufactured by a vantive external supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the pod defect was determined to be related to supplier manufacturing, and the issue is being further investigated. Nonconformance records have been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned prismaflex st150 set, an leak was observed from the access pre-pump pod. No additional information is available.